Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported was confirmed due to a faulty patient board set. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image when the camera is connected. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. However, it's likely the cause is related to the design change of the printed circuit board (dr board). The subject device was confirmed to be produced before countermeasures for the dr board design change. The design change of the dr board was confirmed to have been done on april 16, 2018. It was also confirmed that the design of the op-amp circuit of the dr board was changed on the assumption that it did not conform to the specifications (there is a possibility that the inside of the mask will be black out in the 180 scope). Countermeasure products were shipped on or after june 13, 2018 (pal specification)/june 14, 2018 (ntsc specification). Olympus will continue to monitor field performance for this device.